Manufacturer narrative:
Date sent to the FDA: 12/03/2020. Additional information was requested, and the following was obtained: tissue condition on which suture was used during index surgery (B)(6) 2020?--- -rupture of left extensor digitorum tendon by gash. Location of inflammation?---wound on left index finger any prescribed medication/ treatment provided for symptoms? Please specify.---- the doctor made an incision on the wound and removed the tendon suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/22/2020 additional h-6 method codes: 3331 a manufacturing record evaluation was performed for the finished device pem373 batch number, and no non-conformances were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Tissue condition on which suture was used during index surgery (B)(6) 2020? Location of inflammation? Any prescribed medication/ treatment provided for symptoms? Please specify. Was re-suturing performed during surgical intervention (B)(6) 2020? What was the appearance of suture during 2nd procedure? What suture was used for re-suturing? Were symptoms (erythema, inflammation and wound secretion) resolved after suture removal? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Tissue condition on which suture was used during index surgery (B)(6) 2020? Location of inflammation? Any prescribed medication/ treatment provided for symptoms? Please specify. Was re-suturing performed during surgical intervention (B)(6) 2020? What was the appearance of suture? What suture was used for re-suturing? Were symptoms ( erythema, inflammation and wound secretion) resolved after suture removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a repair of extensor tendon of left index finger on (B)(6) 2020 and the suture was used on tendon. It was reported that the patient experienced erythema, post-op inflammation and wound secretion on the wound on (B)(6) 2020. The doctor made an incision on the wound and removed the tendon suture. Additional information has been requested.